Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was early last week patient was driving their car and the stimulator was not running because the battery was dead. Patient was getting sharp pains where the implant was in their back. Patient needed to find a representative that they could trust to go to. The representative that patient usually went to left the company. Their healthcare provider (hcp) told pt to call the manufacturer to find a rep. Reviewed the role of the representative and the process of contacting the rep. Redirected to healthcare provider. Pt has cycling on but they reprogrammed it and it did not have this feature. Pt asked the rep for cycling and the rep said 'no, you cannot do that'. Pt mentioned they had all different issues with it. It did not like to charge, it changed settings on patient, it did a whole bunch of stuff and knew how to use the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.